Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology were not reported. It was reported that 2 or 3 days post implant a CT scan revealed a type iii endoleak due to a separation between the bifurcated stent graft and the iliac stent graft. The patient is being monitored by the physician and there has no intervention. The cause of the endoleak is unknown.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).